Event description:
During an in clinic follow up, r wave amplitude variation, low pacing impedance and an increased capture threshold was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed a lead dislodgement. The rv lead was repositioned to resolve the event. The patient was stable.